Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to faulty force sensor resistor. Analysis was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. The insulin pump was received with normal operating currents and passed unexpected restart error test and self-test. The motor passed motor test. No battery out limit alarm noted during testing. The insulin pump had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, missing address/serial label and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received battery out limit alarm. The customer's blood glucose was 96 mg/dl at the time of incident. The customer stated that the battery out limit alarm recurred after inserting a new battery alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.